Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the distal conductor fractured. It was noted there was an outer insulation abrasion (breached) and there was outer insulation cosmetic depression. The inner tubing was kinked/buckled and torn. The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and a damaged guide tooth. Visual analysis revealed that the lead appeared to have been implanted with a bend n it at the fracture site. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the lead had oversensing, 7 - ventricular non-sustained tachycardias <=193 ms between (B)(6) 2012 and (B)(6) 2012. The lead had interference/noise, ventricular short interval count v-sic=157 counts, in 0.72 day, between (B)(6) 2012 and (B)(6) 2012, and high resistance/ impedance. There were 3 - patient alerts for out of tolerance sub-threshold lead impedance between (B)(6) 2012 and (B)(6) 2012. The weekly pace lead impedance trend data shows an abrupt increase for minimum and maximum rv pace= 448 to inf ohms (un-filtered data) peak between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that the fractured lead had noise and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.